Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black specks within the tubing and bottom of water chamber, particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black specks within the tubing and bottom of water chamber, particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and dust-like contamination on them was found. An internal visual inspection was completed by the manufacturer and found dust-like contamination on the top of the blower box lid, dust-like contamination under the top of the blower motor and inside of the bottom enclosure and on top of some of the sound abatement foam, that was visible. The device's downloaded event log was reviewed by the manufacturer and found thirty two erorrs which considered to be irrelevant. The manufacturer concludes the device has presence of multiple contaminants that are not consistent with degraded sound abatement foam from . There was evidence of sound abatement foam degradation.

Manufacturer narrative:
Correction was made in the h6 section (adverse event problem codes were corrected).

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.